Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were at emergency room and then hospitalized due to low blood glucose on (B)(6) 2021 and (B)(6) 2021. Customer¿s blood glucose was 44 mg/dl. Customer¿s current blood glucose was 108 mg/dl. Customer observed air bubble in reservoir. The customer did experienced symptoms such as chest pain and difficulty in breathing due to low blood glucose. Troubleshooting was declined for low blood glucose. The insulin pump will be returned for analysis and reservoir will not be returned for analysis.